Manufacturer narrative:
The customer was contacted for additional information regarding the patient. The customer indicated a 74-year-old female patient had an elective laparoscopic total hysterectomy. Post operation, the patient had an initial sodium result of 128 mmol/l and the patient received IV fluid treatment. There is no evidence the treatment was incorrect and there was no harm to the patient. Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed microbubbles in the tubing between the deionized water manifold and ise wash valve. The fse identified the failure mode as a defective degasser membrane. The fse replaced the degasser membrane to resolve the issue. System performance was verified, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low ion-selective electrolytes (ise) patient results on their au5800 clinical chemistry analyzer. The customer reported that a 74-year-old, female patient received intravenous (IV) fluid treatment due to low sodium results. There was no report of harm to the patient. The customer provided limited patient demographics. The customer verbally provided data.